Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and a board fell on top of the patient. The patient called their physician and reported the device was showing through the skin. The patient's system was extracted and the patient was prescribed antibiotics to preclude an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.